Event description:
Related manufacturer reference number: 1627487-2022-02786. It was reported in the pacu the lead showed high impedances on all 4 contacts. The physician did another surgery on (B)(6) 2022 where it was noted the lead had pulled out of the ipg header. An extension was added to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.